Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump button was harder to push and rewind was loud. Customer¿s blood glucose level was unknown at the time of incident. Customer state that the insulin pump had rejected battery. The insulin pump will not be returned for analysis.